Event description:
A trilogy ev300 ventilator was returned toa third party service center for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the service center, the system failed pilot pressure testing. The active exhalation verification: s(+) p(+): pilot: difference 31.43 cmh2o -3.00 3.00 fail. Active exhalation verification: s(+) p(+): pilot: reading -0.02 cmh2o 25.50 28.50 fail the technician recommended replacing the system board to address the issue. No further investigation is required at this time.